Event description:
The customer reported obtaining a reproducible, elevated free triiodothyronine (access free t3) result for one (1) patient on the unicel dxi 800 access immunoassay system (B)(4) that was discordant to another methodology and the patient's other thyroid function tests. The patient's other thyroid function test results were within their respective normal reference ranges. The patient's sample was reanalyzed on the same unicel dxi 800 access immunoassay system and another access free t3 result above the customer's established normal reference range was obtained. The customer also analyzed the patient's sample on an alternate methodology (unknown method) and obtained a discordant, lower result within that assay's normal reference range. The access free t3 result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2015-00345 will address an elevated, discordant access free t3 result for a second patient (designated as patient 2) obtained on (B)(6) 2015. Quality controls (qc), calibration, a 40 replicate precision test and system check were all performing within published specifications at the time of the event. The patient's sample was collected in a serum tube with a gel separator and then centrifuged for nine (9) minutes at 1,900 g (g-force) at room temperature. There was no report of sample integrity issues reported by the customer.

Manufacturer narrative:
(B)(6). (B)(4). A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence of a pre-analytical sample handling issue and no indication that the access free t3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. Bec internal identifier for this event is (B)(6). All MDR associated with this report are: 2122870-2015-00345.